Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer was experiencing high blood glucose. Blood glucose level at the time of the incident was 600 mg/dl. Customer stated insulin pump had motor error alarm. Customer reported they were able to clear the alarm. Customer stated they were unable to rewind the insulin pump. The insulin pump will not be returned for analysis.